Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. Once the device exited the endoscope channel, it was observed that there was no clip on the end of deployment device. The location of the clip is unknown. Our attempt to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Lot number w3387754: manufacturing date 1/28/2014, expiration date 1/28/2017 for lot number on the packaging of the returned device. Investigation evaluation: the product said to be involved was returned in an open pouch from a lot number that differs from the unknown lot number initially provided. The open pouch was labeled as lot# w3387754. The device was returned without the clip attached and the clip was not included in the return. We were unable to determine how the clip detached. Therefore, our laboratory evaluation of the product said to be involved was unable to confirm the report as it was described. The drive wire remains attached inside the handle. During a functional test, the device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number of the returned device was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. The clip was not returned with the device. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.